Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Device log files were not provided. The ventilator was investigated on site by our field service engineer (fse) who reseated parts and cleaned inspiratory pipes. Moreover, the expiratory cassette required replacement. Afterwards the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned to us for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).